Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored an atrial tachy response (atr) episode showing undersensing of the patient's atrial fibrillation (af). Additionally, the device inappropriately labelled the af as noise. An email was sent to the clinic notifying them of this observation and recommending the patient be seen for a programmer interrogation to assess the right atrial (ra) lead. A subsequent atr episode stored about 10 days later showed more appropriate sensing and no noise markers; however, an atr episode the following week again showed undersensing and the inappropriate labelling of af as noise. No adverse patient effects were reported. The device remains implanted and in service.